Manufacturer narrative:
Manufacturing site:(B)(4), registration number: (B)(4). The returned device had its coil wire detached and substance like body tissue attached on its tip. The coil wire was observed under a microscope. It revealed that the coil wire was disconnected from the distal solder and squeezed proximally. The underlying inner coil wire was unraveled. No other notable damage was found. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that rotational force exceeding the product's design limit might be inadvertently given to the guidewire while its tip was trapped by the calcified lesion and the force led the coil wire separated from the solder. The manufacturer determined this complaint as reportable when the device was returned and found detachment of the coil wire. It is a know malfunction that have potential to cause or contribute to patient injury if this were to recur. The date the device returned was considered as the date the manufacturer became aware of this event. The warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction.

Event description:
Reportedly, during a procedure to treat a moderate to heavily calcified chronic 100% occlusion in the tibial artery below the knee, the tip of an asahi guidewire became defective so it was replaced with another guidewire during the procedure. It was reported that there was no health impact on the patient.